Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced an unexpected restart. The customer's blood glucose level was 9.1 mmol/l. The customer was able to clear the alarm and rewind the insulin pump. There was recurrence of unexpected restart alarm. The insulin pump was not vibrating while performing the prime process. Troubleshooting was performed for unexpected restart alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted.